Event description:
It was reported by the rep the device was used during a endoscopic vein harvesting. It was reported clip that jammed the clip applier broke off into pt's leg then retrieved. The applier came from a ftvo6 kit. There was no consequence to the pt.